Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. Results: without the actual product or a lot number, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
(Drug/diluent: bupivacaine 0.5% w/toradol 30 or 60mg). (Fill volume: 335ml and flow rate: 4ml/hr). (Procedure: total lab hysterectomy). (Cathplace: vaginal cuff). Patient developed liver problems post-op after the use of the pain pump. Although the questionnaires indicated that it was believed the pump was not related to the (B)(6), the actual cause of the hepatitis is currently unknown. Date of surgery: (B)(6), 2010. At eleven days post-op patient developed discoloration of urine, back pain, profound itching, nausea, and severe heartburn. Patient condition is normal. Date of event: (B)(6), 2010.